Event description:
In 2004 the patient underwent surgery for cystocele. Rectocele & perineal repair, vault prolapse, suprapublic tube , cystoscopy and labioplasty. It was reported that medical devices and an unknown mesh product were implanted and the patient experienced an inspecified injury.

Event description:
It is reported that a polypropylene mesh sling was prepared that was 10x 1 cm in size with size 0 absorbable sutures aaplied to each end. The polypropylene mesh was secured at the cardinal ligament at the base of the bladder in 2004. It was reported that the patient experienced a bladder infection in 2004. (Treated with penicillin), and abdominal pain (treated with vicodan) in 2004. The patient was reported as doing well; wound healed in 06/2004. Medications: ditropan, estracc cream and percocet.